Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump would come up with error screen 41786 and would not proceed. This alarm will pause the delivery of the pump until the error is addressed. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was duplicated, and the cause of the issue was found to be a defective printed wire assembly (pwa) board. A detached downstream occlusion (dso) seal was also found. The pwa board and dso seal were replaced to fix the issue.